Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported that implantation is performed as usual. Finally, the guidewire is pulled out. The guidewire cannot be pulled out. Pulling hard on the guidewire the guidewire was broken and the entire catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire was confirmed. The product returned for evaluation was x1 guidewire, x1 trialysis catheter, x2 dilators, x1 introducer needle and x1 guidewire hoop. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: ¿ shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle) ¿ narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product." H3 other text : evaluation findings are in section h11.

Event description:
It was reported that implantation is performed as usual. Finally, the guidewire is pulled out. The guidewire cannot be pulled out. Pulling hard on the guidewire the guidewire was broken and the entire catheter was removed. There was no reported patient injury.